Event description:
A vague report was received that the infusion pump over infused and "delivered twice the amount set to be delivered." No add'l info was able to be received. No pt injury was reported.